Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01406. Follow-up identified surgery took place on (B)(6) 2017 wherein the entire system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#3006705815-2017-01406. It was reported the patient experienced gastrointestinal cramping, abdominal pain, incontinence, and lack of bowel control when tonic stimulation is activated. As a result, the patient requested surgical intervention as the next course of action.